Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional later reported "capsular contracture, baker grade IV", "330 cc saline implants were filled to 340 or 350 range", "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, broken of plug strap and white particles calcification -like in device outer surface. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified broken sharp of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken sharp of plug strap assessed as unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, deflation.